Event description:
It was reported that this pacemaker was found to be in safety mode. The patient is not dependent on therapy. The sales representative will review with the physician as device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient is not dependent on therapy. The sales representative will review with the physician as device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device was explanted and replaced successfully. No additional adverse patient effects were reported.